Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the mid ramus with moderate tortuosity and calcification, and 85% stenosis. There was no damage noted to the device packaging. The device was inspected with noises noted. It was reported that the stent dislodged during delivery to/at the lesion site. The dislodged stent was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received reported that there were not any issues noted removing the device from the hoop, negative prep was not performed, the lesion was pre-dilated, the inflation device remained on neutral pressure during delivery of the device, resistance encountered when advancing the device, excessive force was not used. Device evaluation: the stent was not present on the balloon and did not return for analysis. A kink was evident on the distal inner 0.8cm proximal to the distal tip. Kinks were evident on the distal shaft from 4.1 cm to 4.5cm proximal to the distal tip. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.